Event description:
The customer's mother stated that the customer was hospitalized twice due to hyperglycemia. The reported blood glucose reading was 494 mg/dl. Troubleshooting was performed, and the insulin pump failed the displacement test. It was advised that the customer revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.